Manufacturer narrative:
The reported event was confirmed as a manufacturing related. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Visual evaluation noted no obvious defects. It was attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and the solution could be seen going directly into the drainage lumen and it was leaked out at the top side of the funnel. This indicates that there was a lumen to lumen leakage. The root cause for this failure mode was unable to determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Per investigation a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water leaked from the catheter balloon during the pretest. Per additional information received via email from the ibc on 21apr2021 it was unclear whether there was any pinhole in the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the catheter balloon during the pretest. Per additional information via email from ibc on (B)(6) 2021, it was unclear that if there was any pinhole on the catheter balloon.